Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ethanol gen 2 (etoh) on one patient sample. All results are in mg/dl. The original result was 19 mg/dl, which was reported out of the laboratory as positive. The nurse requested repeat testing due to concern the result could not be correct. The testing was repeated on a second sample tube that was drawn at the same time. The result of this repeat test was zero. The original sample tube was repeated and generated a result of 2. The customer's cut off is 10, and the result was reported as <10 (negative). The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of etoh reagent in use was 67557001, with an expiration date of 09/30/2013. The field service representative (fsr) found that there was sample carryover due to a clot with the previous specimen. The sample was rerun and repeated twice with a negative result. The fsr indicated that no further issues have been reported.